Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows no visible damage to the lens. There is clear and heavy reddish residue on the lens. A work order search was performed for the lens serial number for similar complaints within the search and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history, work search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a three piece silicone lens model aq2003v into patient's eye and couldn't find the lens, so when he went to implant a back-up lens, he found the lens in the eye and removed the lens and put back-up lens in the eye. Patient injury is unknown. Further information was requested but none has been forth coming. If further information is received a supplemental manufacturer report will be sent.